Event description:
During product evaluation by a baxter service technician, a colleague infusion pump failed an electrical safety test due to the ground cable not being clamped properly. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. "This complaint is an ancillary service event opened during investigation of (B)(4)." The cause was determined to be ground cable not being clamped properly. "To correct the condition, the ground cable was properly clamped." If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.